Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2026 related to leakage, as the patient reported a strong smell of insulin coming from the catheter; however, the infusion set was used longer than the recommended duration, which could have contributed to the leakage. The patient was treated with IV insulin.